Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. The customer has cancelled a request for evaluation of the device and has stated that the reported issue was resolved. The customer originally reported that they are not trained on the unit and based on the reported description, it is suspected that the customer's experienced issue is a use error resulting from a lack of training/familiarity with the ventilator. No malfunction or failure can be determined and at this time, no further evaluation is expected. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that when the user lowers the settings, the unit shuts down. It is unknown if there was patient involvement associated with this reported issue.